Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user was unable to fill multiple cartridges with insulin. Reportedly, the user also changed the needle and was unsuccessful at filling the cartridge. The user's blood glucose level was 149 mg/dl. The user reverted to manual injections until new supplies were obtained as they did not have any additional cartridges to load.